Manufacturer narrative:
Details of complaint: the customer reported that the central network station (cns) and the remote nurse's station (rns) was suddenly showing the wrong patient's name for a single gz transmitter. The issue was resolved when they discharged and re-admitted the patient. No patient harm was reported. Investigation summary: during the course of troubleshooting, the customer had discovered there was a bedside monitor in the ob room which had the same name as the gz-120pa. This would explain why the patient for that bsm was appearing on the rns and cns for the gz patient. The customer stated that they would work internally to change the bed name. The root cause is related to a duplicate bed name. There is no evidence of an nk device malfunction that may have contributed to the reported issue. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1 08/02/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2 08/06/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3 08/13/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitter: model #: gz-130pa serial #: (B)(6) device manufacturer data: 07/04/2018. Unique identifier (UDI) #: (B)(4). Rns: model #: rns-6803 serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) and the remote network station (rns) was suddenly showing the wrong patient's name for a single gz transmitter. The issue was resolved when they discharged and re-admitted the patient. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing a wrong patient name for a single transmitter (gz). The same thing happened on the related remote nurse's station (rns). They reported that this issue happened out of nowhere and suddenly. No harm or injury was reported. The issue was resolved when they discharged and re-admitted the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter: model #: gz-130pa, serial #: (B)(4), device manufacturer data: 07/04/2018, unique identifier (UDI) #: (B)(4). Rns: model #: rns-6803, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is showing a wrong patient name for a single transmitter (gz). The same thing happened on the related remote nurse's station (rns). They reported that this issue happened out of nowhere and suddenly. No harm or injury was reported. The issue was resolved when they discharged and re-admitted the patient.